Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/12/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old male patient underwent a pulmonary vein isolation ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected upon receipt and reddish brown material seemingly dried blood was found at the proximal end of tip dome. However during a second visual inspection during the analysis this finding was not present, it might have been lost during the decontamination process or while sending the catheter back for analysis. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material apparently blood; however no damage was observed on the irrigation tubing that might contributed to this condition. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during irrigation test. The root cause of the occlusion in the irrigation tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes since several inspections are in place to prevent the occlusion of the catheter from leaving the facility. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator (model# m-4900-07 serial# (B)(4)). Carto 3 system (model# m-4800-01 serial# (B)(4))

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation ablation procedure for persistent atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of ablation phase, the patient became hypotensive and tamponade was confirmed via echocardiogram. The site of injury was around the right pulmonary veins and took about 5 minutes or less to discover the injury. Pericardiocentesis yielded 350cc of fluid. Patient required an overnight stay in the intensive care unit for evaluation and was discharged from the hospital 2 days later. Hospital stay was lengthened by 2 days. The patient fully recovered. There were no factors cited that might have contributed to the event. Transseptal puncture was performed with a st. Jude medical brockenbrough needle. Sheaths used were st. Jude medical 8.0 mullins and 8.5 sl0. Smartablate generator settings included: power control mode at 25-40 watts (usually titrated 5 watts over 5 seconds until desired wattage), temperature cut-off at 50°c with warning at 43°c (remained 30-42°c during procedure), and impedance 100-150 ohms. Overall time at the site of injury was approximately 5 minutes or less. Last ablation cycle time at the site of injury was 35 seconds. Irrigated catheter flow was set at 17ml/min and 30ml/min. The smarttouch catheter was in close proximity to the lasso. There were no issues reported with the catheter. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation (heparin) during the procedure which was maintained between 350-400 seconds.